Event description:
A report was received that the patient had a deep pocket which caused difficult charging. The patient underwent a pocket revision. After the revision, the patient is reportedly doing well.

Manufacturer narrative:
Device remains in patient. This is the final report.